Event description:
It was reported that resistance was encountered during clot retrieval and the patient suffered a vasospasm. One day post procedure the patient was found to have an intracranial bleed of unknown origin. The physician is unsure if the subject device can be attributed to the intracranial bleed. No other information is available.

Event description:
It was reported that resistance was encountered during clot retrieval and the patient suffered a vasospasm. One day post procedure the patient was found to have an intracranial bleed of unknown origin. The physician is unsure if the subject device can be attributed to the intracranial bleed. No other information is available.

Manufacturer narrative:
Device not returned to manufacturer.

Manufacturer narrative:
The subject device is not available for analysis; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, vasospasm and hemorrhage are known risks associated with endovascular procedures and are noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.